Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2019 a patient (pt) in (B)(6) reported a diagnosis of ¿bacteria¿ in the eyes in 2017 while wearing the acuvue® oasys® brand contact lenses. The pt reported wearing the suspect lenses while swimming. The pt advised after the treatment (details not provided), the eye care provider (ecp) recommended daily contact lenses. No additional medical information was provided. On 29oct2019 a call was placed to the pt and additional information was requested. The pt provided an email address and agreed to email contact. No medical information was provided. Multiple attempts were made to the pt for additional medical and product information, but nothing additional has been received. The lot number of the suspect product is unknown. It is unknown if the suspect product is available for return for evaluation. This report is for the right eye (od) event. A separate report will be filed for the left eye (os) event. This od event is being submitted as a worst-case event as we were unable to verify the pts diagnosis and treatment. If any further relevant information is received, a supplemental report will be filed.